Event description:
(B)(4) indicated that during venous thrombosis extraction through right popliteal, the wire got into a clot and started to unravel and sheared. Procedure completed and wire retrieved with a microscopic piece remaining in the patient. Additional information received (B)(4) 2014 - no additional procedure scheduled or performed. Not sure where in the body the device portion is.

Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Manufacturer narrative:
No product was returned for eval, however, during the course of investigation, a review of the complaint history, device history record, quality control (qc) and trends was conducted. It was reported that during venous thrombosis extraction through right popliteal, the wire got into a clot and started to unravel and sheared. The procedure completed and wire retrieved with a microscopic piece. Per quality control spec, these wires are 100% inspected for correct material, solder size, solder security, solder integrity, and surface defects. With the available info and without benefit of inspecting the complaint device, it cannot be determined with certainty why the difficulty occurred. The appropriate internal personnel have been notified and we continue to monitor complaints for similar events. Quality engineering risk assessment concluded that with the addition of this complaint, the risk remains acceptable and no risk mitigation actions are required.